Event description:
During a preventive maintenance check, the technician found the bed had a high ground resistance reading due to a loose power cord ground pin.

Manufacturer narrative:
The technician replaced the power cord to repair the bed.